Event description:
It was reported that the patient presented for a schedule upgrade procedure. Upon interrogation, prior to the procedure it was noted that the right ventricular lead had exhibited loss of capture and was undersensing. Chest x-ray was performed and revealed rv lead dislodgement. The physician decided to attempt to reposition the rv lead during the upgrade. During the repositioning of the rv lead, it was noted that the helix would not retract, nor could the lead be freed from the rv tissue. The lead was capped and replaced successfully. The patient was in stable condition post-procedure.